Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) stated that there might be a mismatch between the inventory count and the report, and the customer complaint was that the device was showing medication as present even though the drawer was empty. The fse re-ran the inventory, generated a new report, and tested the position and open/close functions in the hardware test application (hta) software. The fse also physically verified that the items present inside the pockets matched the inventory report. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user reported that the mini drawer in the a station opened without a medication present in the pocket, requiring a second pull to obtain the drug. This occurred twice on the same machine with different physicians and different medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.